Manufacturer narrative:
H10: it was reported there was no patient involvement at the time the issue was discovered. The customer determined that the unit will be removed from service pending replacement with new device. The unit was not repaired, and the device was sent to offsite storage. The customer removed the unit from service pending replacement with new device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that the unit had proximal pressure sensor auto zero failed (error code 110b). It is currently unknown if there was patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse informed the customer that error code 110b requires repair. The investigation is ongoing.